Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that 1 day-post-procedure for a successful stent assisted coil embolization of an aneurysm located at the right anterior cerebral artery with the subject stent, the patient experienced a stroke (ischemic) with proximal deficit of right arms. The adverse event was resolved, without sequelae 2 day-post-procedure. MRI (magnetic resonance imaging) confirms infract on the day of the adverse event. According to the site, the adverse event of stroke was unrelated to the subject device. According to cec (clinical events committee), the relationship of the adverse event of stroke to the subject device was ¿unknown¿.

Manufacturer narrative:
Expiration date: updated. Manufacturing date: updated. The device history record review for the subject device confirmed that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported stroke is covered in the device directions for use (dfu). The reported patient stroke is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that 1 day-post-procedure for a successful stent assisted coil embolization of an aneurysm located at the right anterior cerebral artery with the subject stent, the patient experienced a stroke (ischemic) with proximal deficit of right arms. The adverse event was resolved, without sequelae 2 day-post-procedure. MRI (magnetic resonance imaging) confirms infract on the day of the adverse event. According to the site, the adverse event of stroke was unrelated to the subject device. According to cec (clinical events committee), the relationship of the adverse event of stroke to the subject device was ¿unknown¿.